Event description:
Revision of a primary margron hip replacement due to unk pt symptoms, possible pain. Surgeon admitted using an undersized stem in primary surgery (surgeon error).

Manufacturer narrative:
Pt had a history of motorcycle accidents prior to surgery. Surgeon admitted using an undersize stem; the more appropriate size (size # 7) was not available to the surgeon at the time of the primary procedure. In addition, the stem should have been implanted deeper to prevent aseptic loosening. It is also likely that case selection was a problem. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the another country orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.